Event description:
During a preventive maintenance, the co rep observed that the 8 psi regulator reading was 280 mmhg. The specification indicates that the reading should be between 375 and 413 mm hg. No patient was involved.

Manufacturer narrative:
The co rep found a leak at the pressure connector attached to the motor box. The co rep replaced pressure fitting connector (part number 0103-00-0373). In an unrelated event, the co rep replaced missing release knob (part number 0367-00-0076), male luer plug (part number 0103-00-0398-01), batteries (part number 0997-00-0985-01) and 5000 hour pump rebuild kit (part number 0040-00-0147). The co rep performed preventative maintenance, calibration, functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).